Event description:
Patient was in for a 6mm aneurysm treatment. Two surpass streamline stents were used to treat the aneurysm. An extra small density was noted in a catheter. Both stents successfully placed. Suspected the surpass streamline flow diverter 5mmx50mm or the surpass streamline flow diverter 5mmx40mm detached from the deployment mechanism. Determined the density/radio plaque marker was in axs catalyst 5. No harm to patient. Axs catalyst detached from deployment mechanism and into patient¿s body, was able to be retrieved. It was from 1 of models¿ below.